Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. There was no reported impact to the customer's blood glucose level. As the pump was not available at the time of the reported event, tandem technical support was unable to perform troubleshooting.